Event description:
During the case, the bolt was getting stuck in the 2.45 drill adapter. Before the case, the surgeon had complained of this as well from the last case. The field service engineer noticed there was also some "gunk" inside, but this has happened multiple times, and the customer requested a new 2.45 drill adapter.

Manufacturer narrative:
It was reported that the bolt got stuck in the drill adaptor. The device was conform on leaving manufacturing site. This part was not returned for investigation, the technical root cause of the event could not be determined. However, this topic is addressed through a CAPA and the conclusion of the investigations already performed, concluded that the drill adaptor design must be improved.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During the case, the bolt was getting stuck in the 2.45 drill adapter. Before the case, the surgeon had complained of this as well from the last case. The field service engineer noticed there was also some "gunk" inside, but this has happened multiple times, and the customer requested a new 2.45 drill adapter.